Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states previous order (B)(4), advised that both the right and left sides will not elevate. (B)(4) (riggings).